Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of continually having high blood glucose of 446 mg/dl even after a bolus attempt. Customer indicated that the cannula was bent upon removal although the infusion sets were changed twice and the blood glucose was still high. Troubleshooting found that the bolus does not correct the high blood glucose and the customer was admitted into the hospital for 1 night. It was also found that the pump passed the self test. Customer was advised to follow up with their doctor about the high blood glucose and call back if further troubleshooting is necessary.